Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on 2005 via tha. It was reported that the revision surgery was performed on (B)(6) 2018 to revise the cup, the head, and the stem due to dissociation of the cup and the head. No further information was provided by the hospital.